Event description:
A report was received that the patient underwent a trial lead explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the patient's symptoms were redness and swelling. The infection was unrelated to device or procedure, but the cause is unknown. The patient was placed on antibiotics and the infection was cleared. The patient was doing well postoperatively. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that the patient underwent a trial lead explant procedure due to infection.